Event description:
It is reported that during kit inspection the epoxy on the femoral impactor block was discovered to have melted and then re-hardened.

Manufacturer narrative:
This report will be amended when our investigation is complete.